Manufacturer narrative:
H the system was examined and the reported event was confirmed (via event logs). The footswitch and footswitch interface printed circuit board (pcb) (which belongs to the system) were both replaced to address the issue. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch and footswitch interface pcb. (B)(4).

Event description:
A doctor reported having problems using the footswitch for phacoemulsification/aspiration functions prior to a procedure. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).